Event description:
During peripheral vascular surgery, the fogarty embolectomy balloon catheter broke so that a tiny plastic piece of the catheter remained in the vessel. The vessel was irrigated thoroughly, the tiny piece was immediately retrieved from the vessel, and the pt had good distal pulses. No intervention was required, nor was the surgical procedure extended in any way. No adverse effect to pt. The defective catheter and all identical catheters by the same manufacturer were pulled from stock. The defective catheter and the piece that broke off of it remain in the possession of risk mgmt. Broke off at the white tip of cath.